Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 after working ok for a little while, failed to deliver energy. Device is allowed to cool for over 30 seconds, cord changed. No resolution the the issue. New evh kit is opened which worked well. No delay. No harm.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#:(B)(4). Corrected sections: d4--lot corrected from "3000362902" to "3000362502". The device was returned to the factory for evaluation on 03/15/2024. An investigation was conducted on 03/19/2024. A visual inspection was conducted. Both the harvesting device and cannula were returned for evaluation. Signs of clinical use and evidence of blood was observed on the intact heater wire . There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact cannula or the intact c-ring. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it produced visible steam and heat for about a second or two and the device turned off. The toggle was manipulated to activate the device and the device would not activate. No additional testing was conducted due to the electrical issue. An engineer evaluation was requested. An engineer evaluation was conducted on 04/08/2024. The following is manufacturing engineering¿s evaluation of the vh-4000 hemopro2 tool (90527943- 01), complaint onetrack #(B)(4), which was returned for the reported failure of ¿electrical /electronic property problem¿. Hemopro2 tool failed the pre-cautery test. The heating element in the primary jaw of the complaint device did not heat up and the hemopro power supply did not beep during the pre-cautery test indicating that electrical current was not flowing through the complaint device. During the pre-cautery test, it was observed that the internal switch made the normal clicking sound when the switch¿s internal contacts close together. The complaint vh-4000 hemopro2 tool was tested for resistance utilizing the complaint¿s final test fixture tlt7001450 with multimeter bmram ID #14282. When the resistance test was performed, the multimeter showed that the device had an open circuit which is not normal. The handle of the complaint vh-4000 hemopro2 tool was opened to further investigate why the complaint vh-4000 hemopro2 tool failed to deliver energy. Using the complaint¿s lab multimeter (calibration ID# 14054), the electrical continuity of the complaint device¿s switch was tested between the switch¿s common and normally open terminals when the switch lever was fully depressed to the operating position. There was electrical continuity between the common and normally open terminals which is normal. Next, utilizing the complaint¿s lab multimeter (calibration ID# 14054), an electrical continuity test was performed on the electrical circuit which starts at the wire end welded on the common switch terminal, then goes through the heating element, and ends at the location where the wire end from the primary jaw is welded to the polyfuse. The result was no electrical continuity which means there is a physical break in this electrical circuit. This is not normal. The primary jaw, that contains the heating element, was removed from the shaft tip to determine the location of the physical break in the electrical circuit. The primary jaw was examined under magnification. It was observed that the heating element was detached from the primary jaw which is not normal. The detached heating element prevented electrical energy from flowing from the heating element to the primary jaw. This was the reason for the reported failure of ¿electrical /electronic property problem¿. There was no evidence that the heating element had been welded to the primary jaw which is not normal. Refer to figures 1, 2 and 3. Based on the returned condition of the device, the investigation results as well as the engineer evaluation, the reported failure "electrical /electronic property problem " was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000362502 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.